Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on 41 out of 41 returned boards. Testing results identified 41 out of 41 returned lvp display board assemblies (qty 27 p/n tc10004754 and qty 14 p/n tc10010208) with dim segments. Device inspection: the customer returned 41 lvp display board assemblies (qty 27 p/n tc10004754 and qty 14 p/n tc10010208). Physical inspection of each board was performed, and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only display boards were provided for the investigation.

Event description:
It was reported the display board is being replaced since 41 devices failed pm test provided by bd team . There was no patient involvement.